Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik surgery was diagnosed with asymptomatic trace dlk (diffuse lamellar keratitis) in both eyes on the first day post op. This report will address the patient's left eye. The topical steroid drops were increased in frequency, followed by a scheduled taper, and discontinuation. At the follow up visit on (B)(6) 2013, the dlk was resolved, and the patient had discontinued all drops.